Event description:
It was reported the tip of the cannula would not pass through an introducer guide during a biopsy procedure. Upon visual inspection it was noted the cannula was bent. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. This device has not been rec'd for eval. Therefore, no failure analysis is available. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not needle cocked with the springs under tension until ready to use.